Event description:
Report received of an under-delivery. The pump was received in the customer's biomedical engineering department with an unsigned note that read, "please check calibration. An infusion that should have taken only three hours took five hours." There was no tracking information available, in order to obtain specific patient or event details. There was no reported adverse patient event. Though requested, there was no further information available.